Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: a partial lead was returned for analysis. The portion of the lead was broken and stretched. Dimensional analysis found the diameter of the seal on connector boot was slightly out of specification, which could cause lead removal and insertion difficulty. Unable to perform electrical test due to the lead was severely damaged.

Event description:
It was reported that pace and sense connector could not be removed out of the device cavity during device change out for eri.